Event description:
Following a paroxysmal atrial fibrillation ablation procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. Approximately an hour after the completion of the procedure, the patient experienced bradycardia and hypotension. An echocardiogram was done which diagnosed a pericardial effusion. A pericardiocentesis was performed and 350ml was drained and the patient stabilized and was discharged on (B)(6) 2024. It is unknown exactly when the perforation occurred. There was one moment where a lot of pressure on the tip of the ablation catheter was noted and it is thought to have occurred at the left atrial appendage. There were no reported performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.